Event description:
The customer obtained biased glucose results for quality control samples and a pt sample. The biased pt result was not reported to the physician. This scenario is consistent with a malfunction that could have caused a falsely elevated pt glucose result to be reported. There was no report of pt harm as a result of this event.